Event description:
The eswl lithotriptor was tested prior to the start of the procedure, but after the patient was sedated, the operator was unable to make it fire consistently. The case was aborted and the patient was rescheduled.